Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm, no low battery alarm, no failed battery alarm and no unexpected battery power loss noted. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 43mg/dl and insulin pump alarmed for failed battery test as well as no delivery. Customer stated that they got off no power alert after low battery warning. Customer performed troubleshoot but issue did not resolve. Customer mentioned that they saw insulin drop from the tubing. Customer declined troubleshoot for low blood glucose. Insulin pump will be return for analysis.